Event description:
The customer called technical support (ts) and reported that during set up the device would not increase over 29%. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Measured fio2 is 29% when set to 100% o2. The rse advised the customer to check measuring device used and try to duplicate complaint, also check o2 source if e-cylinder or wall source and bypass external o2 manifold if present. The customer will call back when onsite if the issue cannot be resolved. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6)2022, (B)(6)2022 and (B)(6)2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.